Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who indicated that it was unknown if the patient was able to get their pump refilled and unknown if they were able to find a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient who was receiving baclofen with a dose of 14.127 mcg/ml, dilaudid with a concentration and dose of .8 mg/ml at .55131 mg/day, and bupivacaine with a dose of 5.5131 mg/day. It was reported that the patient's pump was critically alarming with an empty reservoir. The rep interrogated the pump and it was indeed empty; the critical alarm started (B)(6) 2020 at 10:43am (service code 235 and 236) and the non-critical alarm started on (B)(6) 2020 at 12:45. The patient was discharged recently from their former healthcare provider (hcp) and did not have a managing hcp currently because of a failed drug test. They tried to get a different hcp but was denied for a failed drug test. They had been denied from numerous pain managing doctors because of failed drug tests. They were given a few pain management hcp names to reach out to see if they would take them on as a patient. The patient was told that if they started having withdrawals to go to the ER. It was unknown if the issue was resolved. The patient's weight and medical history were unknown.